Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Therapy was ongoing. The patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. The cause of peritonitis was unknown. Treatment information was not reported. At the time of this report, the patient was recovering from the event of peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.